Event description:
It was reported that the surgeon was having difficulty with the device and a partial row of malformed staples had been fired. After instructing the tech on proper firing technique the device made a good staple line and the case continued without any known consequence. Follow-up provided by the sales rep: the rn at the account within minutes of her speaking to the emergency nurse on duty at the help center. She informed me that the surgeon had forgotten the firing sequence of the stapler and tried to open the device before completing the proper firing sequence. The staple line was malformed because he only squeezed the trigger once. She indicated to me that the sequential firings of the stapler were uneventful and staple lines looked good. Another inservice is being planned as soon as possible.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.